Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number. The device involved in the event was not returned; therefore, a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent percutaneous endoscopic gastrojejunostomy (pegj) tube placement and had an x ray after the procedure. On (B)(6) 2016, report indicated the patient developed severe upper abdominal pain. The patient was seen by physician and an x ray was taken which showed a pocket of air under the diaphragm. Report indicated this x ray findings were not any different from the post procedural x ray. The duodopa infusion continued. It was planned to have a repeat x ray taken on (B)(6) 2016. On (B)(6) 2016, a follow up call indicated there was no mention of abdominal pain, it was believed to be settled.

Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.